Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that the patient had an infection at the ipg site due to surgical wound opening up. As a result, the product was explanted on an unknown date to address the issue. Reportedly, the infection has resolved and the patient has been re-implanted with a new product.